Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced detachment of device or device component. This information was received from various sources. Of the eight malfunctions, one did not involve a patient, and seven involved patients with no reported consequences. Two patients were reported as an 82-year-old male and a 77-year-old female; all other patient information was not reported.

Manufacturer narrative:
H10: of the eight malfunctions, six did not have samples returned and are inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Two malfunctions' devices were returned for evaluation, one identified detachment, the other evaluation could not identify detachment, but could identify material twisted/bent (2981). Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 8 reported malfunctions, 1 were reassessed for reportability and determined to be no longer reportable. H10: of the eight malfunctions, six did not have samples returned and are inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Two malfunctions' devices were returned for evaluation, one confirmed for detachment of device or device component, the other evaluation confirmed for material twisted/bent (2981). Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4(corporate lot number: gfdn4241, gfcy3576, gfdp0655, unknown). H11:h2, h6 device code (2981 - material twisted / bent). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced detachment of device or device component. This information was received from various sources. Of the eight malfunctions, one did not involve a patient, and seven involved patients with no reported consequences. Two patients were reported as an 82-year-old male and a 77-year-old female; all other patient information was not reported.

Manufacturer narrative:
Of the eight malfunctions, six did not have samples returned and are inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Two malfunctions' devices were returned for evaluation, one identified detachment, the other is still pending investigation. The device is labeled for single use. (Corporate lot number: gfdn4241, gfcy3576, gfdp0655, unknown).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced detachment of device or device component. This information was received from various sources. Of the eight malfunctions, one did not involve a patient, and seven involved patients with no reported consequences. Two patients were reported as an (B)(6) year old male and a (B)(6) year old female; all other patient information was not reported.